Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "visible lumps all over".

Event description:
Patient reported right side "visible lumps all over" the breast, "pain", "capsular contracture" baker grade unknown. Device remains implanted.